Event description:
It was initially reported that the zimmer electric dermatome handpiece was not working. Additional clinical follow up determined that the device initially would be working correctly. When the surgeon would attempt to take a graft the device would take small parts of skin and then stop working in the middle of the harvest. The surgeon attempted multiple locations without any success. An alternate zimmer device was also retrieved for use with the same results. After the failure to obtain a graft after multiple attempts with two devices the surgeon made the decision to delay the surgery until a zimmer representative could be on site to observe the surgical procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.